Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report # 2916596-2020-03181. It was reported that the patient was sitting in a chair when the patient had a persistent low flow alarm with the flow reading at 0 liters per minute (lpm). The patient was asymptomatic and was hydrated. The patient had taken all of his medications for the day. The patient performed a controller exchange and the alarms resolved. A review of the log file captured the low flow events and the calculated flow at 0 lpm. Prior to the low flow events there was a rotor instability flag noted in the log which caused the low flow events to occur. The rotor was not properly levitated causing erratic flow or no flow. The way to resolve rotor instability is to disconnect and then reconnect the driveline to get the rotor to stop, reseat, then lift off properly. A controller exchange will accomplish the same thing.

Manufacturer narrative:
Manufacturer's investigative conclusion: review of the submitted controller event log file confirmed the report of a sustained low flow alarm, which was associated with rotor instability. Based on past experience with heartmate (hm) 3 lvas and similar reported events, these events could be indicative of a thrombus passing through the pump; however, ingested thrombus could not be confirmed as there is no product or diagnostic imaging available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation. The patient experienced a persistent low flow alarm on (B)(6) 2020 with estimated flow as low as 0.0 lpm. It was reported that the patient was asymptomatic, hydrated, and compliant on medications for the day. Following a directed controller exchange over the phone, the alarms reportedly resolved. It was reported on (B)(6) 2020 that the patient has not had any other alarms and is clinically doing well. The submitted controller log files contained data from 21may2020 through 01jun2020 and found that the pump maintained a speed at or above the low speed limit without issue. A rotor instability fault flag was captured on 31may2020 followed by a sustained low flow hazard alarm with estimated flow of 0.0 liters per minute (lpm). These events could be indicative of a thrombus passing through the pump. There were no other notable alarms. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The hm3 lvas IFU lists thromboembolism as an adverse event and as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook contain information on all system controller alarms and proper actions associated with them. The patient handbook additionally lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing this event.